Event description:
It was reported that three days ago when the patient was walking and standing up their stimulation was shutting off. It was noted the patient had their therapy and stimulation adjusted a week ago by a manufacturing representative. It was further noted the patient wanted to meet with a manufacturing representative. The reporter stated they had an appointment with their healthcare professional on (B)(6) 2014. Additional information was requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient had a stimulator implanted in the lower back for "close to 3 months." It was noted that the adaptive stimulation (as) had been activated "roughly 5 weeks ago." It was stated that the implantable neurostimulator (ins) would "just stop working for period of time for no reason." It was stated that it would occur mostly when the patient was walking around a store or "even just a short walk in [the patient's] house. It was noted that "sometimes it is only off for 5 seconds or so," while other times "it may be a minute or two." It was stated that adjustments have been done, but have failed to work. It was noted that the patient did not want the device in his back if it wasn't working properly.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).